Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Also, insulin pump was received with missing end cap sticker. No moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed button error. Customer's blood glucose was 136mg/dl. Customer is able to clear alarm by pressing esc and act, so advised customer to remove battery to stop alarm. Advised the insulin pump will be replaced and revert to back up plan.